Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer's time and date was incorrect. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.